Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an undefined alert, and subsequently, the insulin gauge read 0 units. Tandem technical support reviewed the customer's history and was unable to verify the alert. The customer's blood glucose level was 190 mg/dl. Reportedly, the customer was able to reload the cartridge and received an accurate estimate.